Event description:
No new information material#: mz9273 lot#: unknown, 22119145, 23049070, 23029243 it was reported by the customer states that the trifuse is leaking around the filter. Verbatim: customer states that the trifuse is leaking around the filter. Additional info received 13-dec-2023: I know we recently had prior complaints about the product which was ref mz9270 affected lots are: 22119145. 23049070. 23029243. We have the affected product in bags for pick up if someone could swing by or send an address we can ship to. I was notified by your ip nurse corrie anderson on friday. I went ahead and started the pir. We should be able to add this information to the report and copy you into correspondence.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of trifuse leaking around the filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz9270 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking the following information was received by the initial reporter with the verbatim: customer states that the trifuse is leaking around the filter.